Event description:
The consumer reported that the patient went through a trial for bladder control in (B)(6) 2016. The patient thought it was (B)(6) 2016 when it was put in and it was taken out a week or 2 ago. The patient's symptoms became better during the trial, but were not significantly better. The patient had 25 to 30 percent improvement in symptoms, their best day was 33 percent improvement, and their health care provider (hcp) was talking about having 50 percent improvement. The patient had a bladder infection during the trial and wanted to know if that could have affected the results. The patient thought they had the infection before they had the trial put in and did not think the bladder infection was related to the device because they had bladder infections before. The bladder infection had nothing to do with the trial implant. The patient had multiple sclerosis (ms) and it was a part of ms because they did not completely empty their bladder. The patient had not addressed it with their hcp yet. Over the last weekend, every time the patient went to the bathroom it hurt really bad and they had pain. The patient was going every 5 minutes for hours and had accidents. Even with going every 5 minutes, the patient would only go 50 ccs, a small amount. The patient was not emptying enough. The symptoms and pain were there before being implanted, but the severe pain started on (B)(6) 2016. The patient also noticed some discoloration of urine and some urine looked a little like they maybe had blood in it. The patient didn't know if it was really blood. All of these symptoms made the patient think they had a bladder infection. The patient had cipro sitting in their house and thought they needed to take some antibiotics to see if that helped. The patient took some over the weekend and was able to sleep for a few hours. By the next day the antibiotic kicked in and the patient could tell their bladder was more relaxed. The feeling in the bladder was not nearly as bad as when they knew it was an infection, but they had that feeling in their bladder for quite a while before. The patient thought that feeling was there before the put the device in them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.